Event description:
A report was received that the patient was experiencing shooting pain in the right arm after the implant procedure. The physician determined that there was a nerve root that rotated and that the lead was too lateral on the right side. The patient underwent a lead revision and still had no pain relief post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70cm. Lead kit model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter. 2x8 kit (30 cm) sn (B)(4). The complaint the patient was experiencing shooting pain could not be confirmed. Visual inspection revealed leads and splitters were cut/damaged. The damage to the leads/splitters is consistent with damages done during the explant procedure and are not considered a failure. The associated ipg was not returned for analysis. Sn (B)(4) the complaint was not verified. The splitter passed all tests including visual, x-ray, borescope, impedance, diameter, and electrode pitch test. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing shooting pain in the right arm after the implant procedure. The physician determined that there was a nerve root that rotated and that the lead was too lateral on the right side. The patient underwent a lead revision.

Event description:
A report was received that the patient was experiencing shooting pain in the right arm after the implant procedure. The physician determined that there was a nerve root that rotated and that the lead was too lateral on the right side. The patient underwent a lead revision and still had no pain relief post-operatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and had a hematoma post-operatively. The physician believed it was procedure related. The hematoma has been treated and the patient is doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing shooting pain in the right arm after the implant procedure. The physician determined that there was a nerve root that rotated and that the lead was too lateral on the right side. The patient underwent a lead revision.